Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d1, d8, g1, h6, health effect, clinical code, medical device problem code, component code, investigation findings and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
On (B)(6) 2010, the optetrak logic total knee system was implanted into the patient's left knee. Two years later, the left total knee replacement failed. On (B)(6) 2012, doctors performed a revision surgery of her left knee implant and replaced the exactech optetrak logic polyethylene plastic tibial insert with another optetrak logic polyethylene plastic tibial insert.

Manufacturer narrative:
Pending evaluation.